Event description:
It was reported that this right ventricular (rv) lead exhibited high within range shock and pacing impedance measurements and high pacing thresholds. Technical services (ts) reviewed the presenting electrogram (egm) and noted no signs of noise and was able to confirm capture. At this time, the rv lead remains in service. No adverse patient effects were reported. Additional information was received that reported this right ventricular (rv) lead exhibiting a gradual increase in shock impedance values. The shock impedances measurements increased to high out of range impedances measuring greater than 120 ohms. Upon review of the egm, ts speculated lead calcification as a probable cause due to evidence of a gradual increase in shock impedances. Ts recommended for a commanded shock to be performed for further lead integrity evaluation. At this time, the rv lead remains in service. No additional adverse patient effects were reported.